Manufacturer narrative:
The duraseal dural sealant system (202050) was returned for evaluation: device history record (DHR) - a DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - investigation showed that the sample received back include syringes (phosphate/borate) and 1 vial with vial adapter. Both syringes were visually inspected, and no damage have been detected. However, both syringes were received empty and with marks of blue solution outside, and the borate syringe also had a loose syringe cap. The vial was received with the vial adapter, no damage was detected but a residue of blue solution was observed outside, and remaining solution can be observed into the vial which was still in liquid state. After sample evaluation, the failure mode could not be confirmed, and the sample remains were not enough to try and reproduce the failure mode. Root cause - the root cause is undetermined because product was received for testing and the failure mode reported was not confirmed. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The complaint will be closed as could not be reliably determined, and the risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The duraseal dural sealant system (202050) was not returned for analysis; therefore, evaluation of the product is not possible. Lot number information has been provided; therefore, the device history record (DHR) was reviewed, and no anomalies were found, and proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined issue and was unable to be confirmed in the complaint evaluation. Per the fmea, potential causes of failure include solution mixing and coverage. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Event description:
An authorized distributor reported that duraseal dural sealant system 5ml us box of 5 (202050) could not turn into hydrogel formation during surgery while in contact with the patient. There was no injury or surgical delay.